Event description:
It was reported that a percuflex plus ureteral stent was implanted in the patient. Following the procedure, on (B)(6) 2025, a stent replacement procedure was performed, and the stent was found to be encrusted. The encrusted stent was removed, and a new stent of the same model was placed which successfully completed the procedure. There were no patient complications reported.

Manufacturer narrative:
Block h6: device code a040501 captures the reportable event of stent calcified. Blocks b5, b6, and b7, have been updated based on the additional information provided on september 15, 2025.

Manufacturer narrative:
Block h6: device code a040501 captures the reportable event of stent calcified.

Event description:
It was reported that a percuflex plus ureteral stent was implanted in the patient. Following the procedure, a stent replacement procedure was performed within 2 months. The stent was found to be encrusted and was successfully removed. There was no information if a new stent was placed and there were no patient complications reported.